Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patent was tired all day and had a low heart rate. The patient went to the hospital where it was found that the right ventricular (rv) lead had t-wave oversensing (twos). Reprogramming occurred and the lead remains in use. No further patient complications have been reported as a result of this event.